Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for non-sustained ventricular oversensing. It was noted that noise was due to high voltage lead impedance measurements. The device was reprogrammed. The patient was asymptomatic.